Event description:
During a thyroidectomy they started to receive an error code 5. They retightened the device and the error persisted. They swapped out both the handpiece and the generator and the error persisted. They replaced the instrument with another device. While using this instrument, hand activation was only working intermittently. They replaced the instrument with another device and were able to complete the case with no patient consequence.